Event description:
Customer reported loss of communication between the panorama central station and panorama telepacks, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated and tested the system to factory's specifications.